Manufacturer narrative:
The speaker was returned but no evaluation was performed as this is a known issue. Recall z-0664-05 and manufacturing corrective action has been initiated.

Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone at p.o.s.t (power-on-self-test). There was no patient harm.